Event description:
A malfunction was reported by the caller regarding the pump, whose screen went dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.